Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00464, 0001032347-2020-00129, 0001032347-2020-00130. Concomitant medical products: ribfix system 8 hole straight plate, part# 76-2601, lot# unk, ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 10 mm, part# 76-2410, lot# unk, ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 12 mm, part# 76-2412, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Foreign report source: (B)(6). The complaint is confirmed. The ribfix blu 8 hole straight plt (part# 76-2601, lot# unk, qty 2), ribfix blu scr s/d-lk 2.4x10 mm (part# 76-2410, lot# unk, qty 8), and ribfix blu scr s/d-lk 2.4x12 mm (part# 76-2412, lot# unk, qty 7) were returned for investigation. The screw part numbers were identified during the investigation. Visual evaluation of the returned products confirmed that two plates were fractured. The non-conformance database could not be reviewed for these products due to the lot numbers being unknown. There are no indications of manufacturing defects. For this part (76-2410) and the previous one year (from the notification date) regarding the fracturing of a plate, there is a complaint rate of 0.02% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the plate fracturing could not be determined from the image and the details provided. It was noted during the review of the scan that each of the 8 holes in the two fractured plates was occupied by a screw. The IFU for this product suggests not placing screws on or near the fracture line, so it is possible this may have contributed to the failure of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two rib plates fractured post-operatively. An open reduction and internal fixation was performed in which ribs five, six, seven and nine were plated on the right side. At a later unspecified date, an x-ray revealed that the plates on ribs seven and eight were fractured. A revision occurred at a later unspecified date to remove the fractured implants. No additional patient consequences were reported.